Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number was not provided. Attempts to get additional information regarding this event have been unsuccessful; therefore, the root cause remains indeterminable. If new information becomes available, a supplemental report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic valve was implanted in a patient with the holder still attached to the valve. This issue was noticed during tee after weaning the patient from cardiopulmonary bypass. Cardiopulmonary bypass was re-instituted to remove the holder. The customer requested to apply some kind of safety mechanism to prevent recurrence.